Event description:
The generator alarmed after being used. The customer did not have specific information on the nature of the problem of case information , but stated there was no patient consequence.